Event description:
A caller reported a minimum fill notification while attempting to load a new cartridge. There was no adverse impact to the customer¿s blood glucose level. The customer was guided through the process of filling and loading a new cartridge onto the pump following the correct load technique, which successfully resolved the issue, allowing the caller to resume insulin delivery.